Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. This issue occurred during set up or inspection for use. There was no patient involvement.

Event description:
No additional information received from customer

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Updated fields: e1, h2, h3, h6 and h11 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.